Event description:
Oscillating saw used during coronary bypass procedure was laying on sterile field on pt. Safety button was not on. When air hose was attached the saw began to oscillate without the trigger being depressed. The saw struck pt on the left mid calf producing a 1 - 1 1/2 inch laceration.